Manufacturer narrative:
E4: reporter set to FDA: update to yes (previously left blank). G2: report source: add user facility (previously omitted). H10: add: the user facility submitted medwatch mw5146932 for this event. The device was received for evaluation. A visual inspection was performed which observed the assembly of the tubing into the drip chamber is not according to specification; there is a low insertion of the tubing into the drip chamber. Functional tests were performed including priming, pressure and a clear passage tests and the results were not satisfactory; there was a leak between the assembly of the tubing into the drip chamber. A dimensional test was performed and the tubing was according to specification. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked from below the drip chamber prior to patient use. There was no patient involvement. No additional information is available.